Event description:
The user facility in spain reported that the system shut down during the procedure. The system was restarted and an error message was displayed. Another system was used to complete the surgery. There was no patient impact or medical intervention required.

Manufacturer narrative:
The system was evaluated and preventative maintenance was performed. It restarted several times without problems and all system checks passed. No remedial, corrective, preventive or field safety corrective action is required. Review of device history record, trend analysis, risk assessment, and directions for use is underway.the investigation is ongoing.

Manufacturer narrative:
Correction: d1

Manufacturer narrative:
A review of the device history records found no nonconformities or anomalies related to this complaint. The lot history, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause of the event could not be determined. The investigation is complete.